Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported a button error alarm. The customer's blood glucose was 282 mg/dl. The customer stated she was running in the rain prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.diabetes mellitus